Event description:
A cartridge alarm was reported during pumping. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Tandem technical support confirmed the issue with consecutive cartridges and arranged for a replacement pump with updated software to be sent to the customer. The customer was informed of the available training in their tandem source account and instructed on returning the problematic pump.